Event description:
It was reported that during a thrombectomy and atherectomy procedure in the occluded femoral popliteal artery via the common femoral artery contralateral approach, the catheter allegedly got stuck on the wire. It was further reported that the device allegedly cannot be easily removed from the patient. Reportedly, the catheter and the wire were removed together from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A catheter was physically investigated. During physical investigation the catheter received guide wire in the catheter had bodily material on the tip. The catheter was not able to rotate due to clogging from the guide wire. The guide wire was pulled out of the tip of the catheter approx. 5 cm afterwards it was able to run the catheter. After couples of runs with water aspiration test was performed and slightly lower than nominal aspiration level was achieved. The reported physical resistance and retraction problem cannot be confirmed however, the mechanical jam of the catheter was observed during investigation. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the occluded femoral popliteal artery via the common femoral artery contralateral approach, the catheter allegedly got stuck on the wire. It was further reported that the device allegedly cannot be easily removed from the patient. Reportedly, the catheter and the wire were removed together from the patient. There was no reported patient injury.